Manufacturer narrative:
The device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their battery is running out already and needs to be replaced soon. Follow-up was conducted with the clinic and from the information obtained it was reported that the patient was seen since the call and that the patient¿s device has reached normal elective replacement indicator (eri). It was noted the patient is scheduled for (B)(6) 2016 for device change out procedure. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further analysis of the return device was conducted and revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.